Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer reported their blood glucose was 244 mg/dl at the time of the call. It was also reported the customer would receive a no delivery alarm when changing their tubing. Customer's blood glucose was 346 mg/dl at the time of incident. Troubleshooting found the customer's drive support cap appeared to be normal. The customer declined to troubleshoot any further. The customer also reported they would receive the no delivery alarm while priming. Troubleshooting also did not occur for the no delivery alarm because the alarm was from a past event. The customer stated they would change out their infusion set. Customer will not be returning the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.